Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the up arrow and down arrow keypad buttons were intermittently unresponsive. It was noted that the keypad cover was torn at the up arrow and down arrow keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be torn off over the up button and under the ok button. During testing, all keypad buttons responded appropriately. The keypad cover was removed and contamination was observed under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored with fading lettering. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.